Manufacturer narrative:
(B)(4). Event date unknown - reported to be "on or about (B)(6) 2013". No samples were returned for evaluation. As the lot number was not provided, a batch review cannot not be performed; therefore, the reported event cannot be confirmed. Should additional, relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a patient died after receiving a bacteria contaminated solution contained in an unknown baxter bag. The patient had been administered a compounded solution containing calcium gluconate and it was alleged that the bag may have been contaminated with bacteria. No additional information is available at this time.